Event description:
It was reported that a physician attempted placement of the proglide suture using the pre-close technique prior to an interventional procedure in the common femoral artery. Reportedly, two proglides were placed and a suture break occurred with both devices. Two additional proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.estimated date of occurrence - reported to have occurred the prior week.the device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.the additional perclose proglide device referenced in b5 is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation of the returned device found the returned components body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal, there was no indication of a product quality deficiency that would contribute to the reported event. The whole monofilament was returned loose and intact. The anterior cuff was out of the pocket and the anterior cuff tabs were undisturbed, indicating that an anterior cuff miss occurred. The suture will not be present during plunger withdrawal and can appear very similar to a suture break. There was no needle strike mark on the anterior foot. During the investigation, a proxy plunger was inserted to test the needle trajectory and the needle trajectory was acceptable. Based on the successful test of the device needle trajectory in the lab and during manufacturing, the probable cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45 degrees angle throughout deployment. There was no manufacturing or quality deficiency detected that could have contributed to the reported event. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.